Event description:
The customer reported that, during a diagnostic laparoscopy, when the esu was activated and placed near the left ovarian cyst, the pt's left leg jumped. The iliac artery was damaged. The artery was repaired and the belly was explored for any further damage.